Event description:
During a pta, the doctor tried to pull back the introducer, however, the valve broke off. The balloon was compatible with the introducer. Pt outcome was not provided by reporter.

Manufacturer narrative:
(B)(4). The device was returned in a used and damaged condition: the cap had separated from the sheath with the flare intact, but distorted/wrinkled. Proper connector cap size, flare size and sheath inner diameter were confirmed. Additionally, the gap between the check-flo body flange and cap top was measured at approximately 0.016". Flexor check-flo ii introducer, using 100% inspection, instructions are to confirm flare on proximal end of sheath is caught securely in proximal fittings. Sheath must not rotate in cap fitting. Verify that coils in sheath continue into cap. Also flexor sheath, instructions are to insure to trim the flare evenly. Check each flare with appropriate flare gauge; inspect all flares, by sliding sheath into small holes side of the gauge distal to the flare. The flare must not pass through small gauge hole freely. Repeat checking with the large hole in gauge. The flare must pass through large hole freely. Furthermore, instructions for use (IFU) informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Visual inspection confirmed the separation of the hub from the sheath, although the hub and sheath were of the correct type and size and the flare was of adequate size as well. Quality control inspects each device for secure attachment of fittings and the instructions for use advise the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath; therefore, it is difficult to determine with any certainty why the physician experienced this failure mode for this product. While this complaint is relevant to the scope of action for proximal fitting separation from sheaths, this action was issued at mgmt discretion prior to the receipt of this complaint. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor complaints for similar occurrences. Relevant to this failure mode of hub separation, a review of our files shows that this device was mfg after the implementation of the action taken on 6/27/2008. In addition, preventive action was initiated for proximal fitting separation from sheaths, at mgmt discretion prior to the receipt of this complaint.